Manufacturer narrative:
We received your event description for the above mentioned device and would like to thank you for supporting our post-market surveillance. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices. Should additional relevant information or the device itself become available, the investigation will be updated.

Manufacturer narrative:
(B)(4).

Event description:
There is a known past medical history of significant enterococcal bacteria at initial ICD vegetation site in (B)(6) 2015. Problem started 1 month prior with cellulitis at the site of the ICD reinsertion with this system in (B)(6) 2015. Patient has been noncompliant with prescribed doxycycline. Patient now presents (B)(6) 2015 with purulent drainage, had 2 blood cultures with gnr growth, hospitalized for 3 days with levaquin 500mg xs 10 days and follow up. Update on 4-23-2015: patient is ongoing no changeupdate on 5-26-2015: no complaints, no chest pains and or abnormalities of device site.